Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred with multiple cartridges. Customer continued to use the pump for insulin delivery. There was no reported adverse impact.